Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction happens again.